Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 25 units. Reportedly, the cartridge was filled with 105 units of insulin. Blood glucose level was 122 mg/dl. Reportedly, a new cartridge was loaded, and during a follow-up call, the customer reported that the insulin gauge remained static at 70 units after the delivery of 7 units. Although requested, the customer declined additional follow-up and continued using the existing cartridge.